Event description:
The patient went in before her six week check post implant. There was an infection and the patient got a shot and medicine. Then at the six week check-up in (B)(6) 2014, the patient was still infected and bulging. The health care provider (hcp) tried to pull the fluid off and her doctor wasn¿t satisfied with that. The patient was taken in for an emergency surgery and it was discovered that one of the wires (leads) was not attached. So ¿cleaned off¿ and the pocket was cleaned, and then the lead was reattached after putting some kind of medicine. The hcp told the patient that her body wanted to reject it but after the emergency surgery steps were completed, she didn¿t have any issues after that. At the patient¿s two week post revision check-up in (B)(6) 2014 everything looked fine. It was noted the patient has been seen with company representatives 5-6 times during (B)(6) 2014. Conflicting information was reported that the company representative didn¿t think there was an infection and thought that only a pocket revision occurred. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97792, lot# n389494, implanted: (B)(6) 2014, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).